Event description:
During an angioplasty to the iliac artery, it was reported that the balloon ruptured. It was also noted that after the rupture, the pt immediately clotted off. The physician is unsure as to the cause of the thrombosis. Thrombolytic therapy was initiated and the pt was safely transferred to the unit in stable condition. While in the unit, the pt proved to be non-compliant and removed the sheath from the groin area, exsanguinated and expired due to blood loss.

Manufacturer narrative:
A review of the device history records associated with final lot and subassembly 0511070025 presented no issues during the mfg process that can be related to the reported complaint, including the burst test values. This product will be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.